Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was able to confirm and reproduce the complaint of power up test fails #14. The scroll compressor was removed from the iabp unit and replaced with the same part number. After the repair was complete, the unit passed all functional and safety tests. It has been cleared for clinical use and returned to the customer.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed error code power up failure #14. It is unknown under which circumstances this event occurred. However, there was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The removed scroll compressor was returned to the getinge national repair center (nrc) for further evaluation. Inspection of the scroll compressor was completed and no visual damage was observed. The nrc installed the scroll compressor into the cardiosave test fixture and tested the compressor to factory specifications per the cardiosave service manual. The nrc could not verify the failure of ¿power-up test fails #14¿.the compressor passed testing and will be retained by the nrc per procedure.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) displayed error code power up failure #14. It is unknown under which circumstances this event occurred. However, there was no patient involvement and no adverse event was reported.